Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that metal flakes were chipping off from the blade. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: reported that metal flakes were chipping off of the disposable blade. The failure(s) identified in the investigation is consistent with the complaint record. Based on the evaluation of this case the probable root cause/s could be the cutter tip being in contact with another metal object during surgery. The user applying excessive side load to the product causing friction that could generate particles, poor or no suction during use. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that metal flakes were chipping off from the blade. All pieces were removed and the procuedure was completed successfully.